Event description:
Reporter alleged blood glucose readings were high in the 400-500s mg/dl and customer went to the dr as a result. It was stated the customers' meter read 580 mg/dl compared to the doctors' measurement of 142 mg/dl when testing was performed one immediately after the other. No actions were taken or treatment rec'd reportedy. A request was made for the return of the suspect device and replacement product was sent.